Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 12717 was returned and analyzed. External visual inspection of the balloon segment showed the balloon segment was bent. Visual inspection of the shaft segment was performed. No anomalies were identified on the shaft segment. The shaft was intact with no apparent issue. External visual inspection of the electrical handle segment was performed. No anomalies were identified. The electrical connector was intact with no apparent issue. The catheter smart chip data was reviewed. Data indicated the catheter was used for three applications. However, the catheter usage date recorded on the smart chip (B)(6) 2025 did not correspond to the event date. During functional testing, frost was observed on the catheter coaxial connector. No thresholds were exceeded and no console system notices were generated. The inflation, ablation, and thawing phases were completed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The coaxial port was detached from the handle and was pressurized from injection tube at coaxial port while the free side of injection tube was blocked at the other side. Pressure testing showed the bubbles were coming out from the coaxial port. It identified a leak path at the bonding location of the injection tube and coaxial connector. In conclusion, the reported issue (bug reports) was not confirmed though analysis and testing. The balloon catheter failed return inspection due to a guide wire lumen kink/twist and a leak path at the bonding location of the injection tube and coaxial connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the catheter, bug reports were interrupting applications. The balloon catheter was replaced which resolved the issue. The case was completed without any symptoms or complications. No patient complications have been reported as a result of this event.